Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify, when the "staple pusher of the reloads back side moved to distal" were staples seen in the surgical field? Were any of the staples delivered into the tissue? It means, the staple pusher (which could be seen from the reloads back side) of the reload moved to the distal. What was the staple formation (unformed, malformed, etc.)? Only cut line without any staples. What is the correct device product code as you have stated paee60a? Is the product code a psee60a or a plee60a? Psee60a.

Event description:
It was reported that during the anterior resection of rectum procedure, after fired with the device, no staple but with good cut line, removed the reload, the surgeon found the staple pusher of the reloads back side moved to distal. Changed another reload, the event re-happened. Another like product was used to complete the procedure. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Batch # n56n59. The analysis results showed that two gst60d cartridges reloads were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.